Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the information provided by the edwards clinical specialist (cs) present during the procedure. Available information does not suggest a potential root cause factor that likely contributed to the event. The cs stated all insertion checks were performed after grasping and the detachment occurred directly after flossing the suture. The cs reported that the physician noted some resistance when flossing the relevant suture line though the cs could not gauge the difficulty as it was fully done by the physician. Some variability in resistance is to be expected though it is unknown if the resistance in this specific unit was enough to lead to clasp lifting resulting in detachment. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where a one device strategy was planned for the case. The ace was placed in a 2-8 orientation on anterior and septal leaflets via the right femoral vein. There was challenging imaging and leaflet morphology where ice imaging was utilized in addition to tee. After grasping of both leaflets, all necessary insertion checks performed. The anterior leaflet suture was pulled first, and the septal suture was then released and an immediate slda (single leaflet device attachment) was noted. The ace device was left attached to implant system with the actuation wire in place, while the second system was placed via the left femoral vein. The second ace was placed anterior of the first device on anterior septal leaflets in 3-9 orientation to stabilize. The first implant was released, followed immediately by the second. Massive to moderate tr (tricuspid regurgitation) reduction was confirmed by tee and stabilization of the first device was achieved with the second. The patient remained hemodynamically stable throughout, and the act remained therapeutic. Both delivery systems were successfully removed, and bilateral groin hemostasis was achieved via perclose. The team was pleased with final result and the patient was transferred to recovery. Additional information received stated that the suture was tight upon releasing the second one. Furthermore, core lab reviewed the post implant tee and confirmed the slda (p-s clip, septal side is detached) and there was a chordal rupture. Upon completion of medical record review, there was severe tr noted.